Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient faced five infusion set leaking at site events. Event 1 occurred on (B)(6)2024, event 2 occurred on (B)(6)2024, event 3 occurred on (B)(6)2024, event 4 occurred on (B)(6)2024, event 5 occurred on (B)(6)2024. The infusion sets had been used for 2 days. The patient replaced the infusion sets and resumed the insulin deliveries successfully. No further information was available.

Manufacturer narrative:
Initial and final MDR 1889134 - MDR 3003442380-2024-08537 - device 4 of 5